Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: 32810508301, interchangeable ulnar assembly , lot 61102791; 32810502501, pin/bushing replacement kit small/regular, lot 61722177. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00035, 0001822565 - 2019 - 00033.

Event description:
It was reported that approximately 3 years post initial implantation, the patient underwent a third revision due to unknown reasons. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.